Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 4.00x16mm stent delivery system (sds) was returned for analysis. There was no stent found on the balloon. The balloon was tightly folded. There was no evidence of any positive pressure having been applied to the balloon. Crimp markings were evident on the balloon indicating correct positioning and crimping of the stent to the balloon prior to the stent becoming separated. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 4.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. No known patient complications were reported. However, returned device analysis revealed stent detached/separated.